Manufacturer narrative:
Upon investigation of the complaint, it was determined that there is no indication of a malfunction of the implants and a reason for the bone fracture was not determined. Revision surgery was performed on (B)(6) 2017. No further incidents with the patient have been reported.

Event description:
Patient was x-rayed at 4 weeks post op. Fracture was identified just distal of femoral stem. Revision surgery was performed on (B)(6) 2017 with longer stem and cable plate.